Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 561 mg/dl. The customer treated with manual injections. The customer stated she had issues with the reservoir and the plunger. She explained that the plunger seemed flimsy and would go crooked inside the reservoir during prime, and had fallen out causing insulin to come out. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct, but the customer stated she had done some slight changes. The high pressure test was not performed. It was advised to change the infusion set, reservoir and insulin and treat per healthcare instructions. The customer also reported having low blood glucose of 56 mg/dl which was treated with juice. Troubleshooting for low blood glucose was not performed. Blood glucose at the time of the call was 120 mg/dl. The insulin pump and reservoir will not be returned for analysis.